Event description:
It was reported stroke, and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. 45 days post index procedure, a transesophageal echocardiogram (tee) revealed the closure device had shifted in position. Regular follow ups have been conducted, with no further changes in the closure device position. The patient had been taking lixiana for anticoagulation. 1,314 days post index procedure, the patient became unable to move from their bed at home and was sent to the emergency room and diagnosed with stroke. A tee revealed a 2-3mm thread-like device related thrombus (drt) near the medial side of the closure device. The patient now suffers from dysarthria and left hemiparesis and remains hospitalized undergoing treatment. The patient was on lixiana at the time of the event.